Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during extraction of the right atrial lead, a tear in the right atrium occurred requiring emergency surgery. The lead was capped and replaced during surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to additional information received, the identity of the product at issue has been updated. Please reference manufacturer report # 2649622-2009-03447 for the analysis of this lead.

Event description:
It was further reported that the event in question occurred during a laser lead extraction of existing active and inactive hardware due to upgrade. Upon extraction of the fifth and final lead, the patient abruptly developed hypotension. The patient was noted to have a moderate sized pericardial effusion. Pericardiocentesis was performed, the effusion was visibly reduced in size, and the patient's blood pressure rebounded nicely. At this point, the decision was made to remove the laser sheath, at which point the effusion abruptly increased and pressure dropped again, eventually falling to zero. The patient was in acute hemorrhagic shock with tamponade. The patient sustained a laceration of the innominate vein extending down the superior vena cava. Surgical repair of the laceration was performed. A new rv (right ventricular) pacing lead was implanted. No further patient complications have been reported as a result of this event.